Manufacturer narrative:
The adverse event has resolved.

Event description:
A female patient was treated at a silhouette instalift training workshop on (B)(6) with 2 sutures to either side of the face. Patient developed an abscess two days later in mid face. Patient was treated with antibiotics, bactrum. 20cc was aspirated from the abscess for culture. Aspiration culture showed nil growth. Abscess subsided about 10-12 days later.

Event description:
A female patient was treated at a silhouette instalift training workshop on may 19th with 2 sutures to either side of the face. Patient developed an abscess two days later in mid face. Patient was treated with antibiotics, bactrum. 20cc was aspirated from the abscess for culture. Aspiration culture showed nil growth. Abscess subsided about 10-12 days later. Clinical notes received from medical advisor who contacted the treating physician directly are as follows : "two days post insertion of 8(8) cone il threads, into the bl midface the patient presented with a 2 x 2 cm abscess, mild induration and pain. Approximately 20 cc of serosanguinous fluid was aspirated and returned negative for pathogens from pathology. The provider initiated a 7-day course of bactrim, after which the abscess, induration and pain fully resolved no further complications were reported." No further information received.

Manufacturer narrative:
The adverse event has resolved. There were no manufacturing non-conformities highlighted during the manufacture of silhouette instalift lot 0480-28.